Manufacturer narrative:
Analysis found external insulation abrasion at 11.5cm from the connector pin, consisent with that produced by friction with the ICD can. This could cause the reported low impedance. External abrasion found at 47cm from the helix tip.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that low impedance was observed. The lead was explanted and replaced.